Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker had an atrial fibrillation (af) with rapid ventricular response (rvr) because ventricular was greater than the atrial which was due to functional undersensing. Boston scientific technical services (ts) discussed that to turn off atrial tachycardia discrimination portion of the rhythm ID, therefore, the vector timing correlation will only be used for discrimination. Further information was received indicating that there was no reprogramming done and patient had an ablation to treat af with rvr. This pacemaker remains in service. No additional adverse patient effects were reported.